Event description:
It was reported that high lead impedance was received during system diagnostics at a follow up appointment. The vns pt had undergone generator replacement surgery recently and pre-op diagnostics were unk. Further info from the treating neurologist indicated there was no report of pt trauma or manipulation to the device and further interventions were to refer the pt for surgery. At the moment, the pt's device was disabled and revision surgery is likely as it is unk if x-rays were taken.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.